Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer blood glucose level was 624 mg/dl at the time of hospitalization and 588 mg/dl at the time of incident. Customer was using insulin pump system has not been using within 48 hours of reported high blood glucose event. The customer was treated with manual injection for high blood glucose at hospital. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting. Customer stated insulin did exit at the quick release. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appeared normal. The customer stated that the cannula was bent. Customer also stated that piece of the insulin pump was broken off. The device will be not returned for analysis.